Event description:
Customer called requesting to be put on the scroll wrap recall list. Customer states a year prior she accidentally delivered an incorrect amount of insulin due to insulin pump going backwards. Customer also reports physical damage to insulin pump. Customer states insulin pump has cracks at the reservoir compartment and to the right of lcd screen. Customer's blood glucose was 106 mg/dl. Customer was advised that insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.